Event description:
The user facility reported that the tip broke off during chronic total occlusion (cto) proctoring. During the last procedure on a highly calcified lesion of the left anterior descending artery (lad), the tip of a finecross mg broke off and initially migrated into the arterial wall. During the passage of a rotablator burr, the tip of the finecross was expelled into a septal artery where it remained. No additional treatment was necessary due to the rupture. Cardiologists did not attempt to retrieve the broken piece as it was impacted in a small septal defect. The finecross mg was used first and then broke, with its tip projected into the wall of the lad. A rotablator burr was then used on this highly calcified lesion, and it was during the passage of the burr that the finecross tip was expelled into a septal defect. The event occurred intra-operatively. It was confirmed that the distal end of the actual product fractured, the fractured piece could not be retrieved, and it remained inside the patient's body. The procedure outcome was not reported, and the final patient impact was that the fractured piece remained in the patient.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. The actual device is not available for return; therefore, the following investigation was performed. An investigation into the manufacturing and shipping inspection records for the product with the specified product code/lot number revealed no anomalies. Equipment trouble of the product with the involved product code/lot#, no related equipment trouble was found. The past complaint file of the product with the involved product code/lot#, no other similar report from other facilities was found. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. From the circumstances of this case, the following mechanisms were inferred. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. While the actual sample was being inserted into the patient's body, some factor (e.g., severely calcified lesion) caused excessive bending force to be applied to the distal end of actual sample, causing it to kink. In the state of "1", the distal end of actual sample was trapped within the arterial wall. When the rotabrator was used in the state of "2", the distal end of actual sample was worn down by the rotabrator and fractured. Relevant instructions for use (IFU) reference: warnings and precautions / warningscarefully handle the product under high resolution fluoroscopy.if any resistance is felt while handling the product, immediately stop the manipulation and find out the cause to avoid damage to blood vessels and separation or breakage of the product. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).